Event description:
It was reported to kci that a patient fell off a first step tricell mattress overlay. The facility reported the following events leading up to the patient's fall: at 10:00 pm in 2008, the nurse repositioned an agitated patient with dementia then left the patient lying in bed with all side rails down, at 10:30 pm, the nurse heard a noise and found the patient lying on the floor. The nurse claims the bed malfunctioned as the mattress had a "bell shaped" appearance when the bed was unoccupied. According to the facility, the patient sustained one fractured rib due to the fall as confirmed by x-rays.

Manufacturer narrative:
A device evaluation performed by kci quality engineering of the customer-owned mattress overlay indicated that when the mattress cushions were activated with no weight on the mattress, the cover sheet over the mattress did bellow up. This is caused by trapped air escaping from underneath the cover sheet when a patient is not positioned on the mattress. This bellowing effect is not observed when a patient is positioned on the mattress. During the device evaluation by kci, the cushion baffles were found to be intact and the cushions maintained the appropriate shape. There was no evidence that the cushions were bell shaped without weight on the mattress. The trapped air under the cover sheet causes the cover sheet to appear puffy or to bellow. This is not a malfunction of the mattress overlay. It is likely that this bellowing effect was observed by the facility personnel when the patient was found on the floor.